Manufacturer narrative:
The set screw was received for evaluation. A thorough visual examination was performed. The device exhibited signs of use and wear consistent with use in a pedicle screw construct. Review of the device history records for this production lot did not identify any applicable non-conformity to specification. Based on the results of our evaluation, no conclusion can be drawn.

Event description:
The surgeon reported that a single set screw in the two level pedicle screw construct was loose post-operatively. A surgical procedure was performed to replace the set screw and another screw in the construct.